Manufacturer narrative:
Kci has determined there was no fault found with the kci issued dc power supply adapter (pn 340226), and there was no melting or burnt odor found to confirm occurrence of a heat event. Therefore, this event is not reportable. Device labeling, available in print and online, states: ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. Do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. Do not connect this product or its components to device not recommended by kci. Keep this product away from heated surfaces. Although this product conforms to the intent of the standard iec 60601-1-2 in relation to the electromagnetic compatibility, electrical equipment my produce interference. If interference is suspected, separate the equipment and contact kci. Avoid spilling fluids on any part of the product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. Do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. Use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. Power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. The use of electrical cables and accessories other than those specified may result in increase electromagnetic emissions from the unit or decreased electromagnetic immunity of the therapy unit.

Event description:
On nov 19 2015, inspection of the returned power cords revealed black residue of an unknown origin on the female plug of the ac power cord and inside the receptacle of the dc power supply adapter. The source and composition of the residue is indeterminate. There was no visible sign of melting and no burnt odor detected on either power cord component and there was no damage or residue found internal to the dc power supply. The returned dc power supply was joined with a known good kci ac power cord (pn 320225), which was plugged into an activ.a.c. Device and run in continuous therapy mode approximately 8 hours. Neither the returned dc power supply adapter nor the control ac power cord got warm, produced smoke or produced any burnt odor. Visual examination confirmed the returned ac power cord is not a cord distributed by acelity for use with the activ.a.c. Power supply. There was no fault found with the kci issued dc power supply adapter (pn 340226), and there was no melting or burnt odor found to confirm occurrence of a heat event.

Manufacturer narrative:
Device labeling, available in print and online, states: possible risk of electric shock - v.a.c.® therapy unit must only be used with kci-supplied power supply that is suitable for your country's voltage. Connect power cord supply with dry hands to v.a.c.® therapy unit first before connecting to main voltage. Use device in dry locations only. Do not remove the protective cover of the serial port, which is located on the back the of the v.a.c.® therapy unit. This port is to be used only with devices specified by kci and which comply with applicable iec standards. Under no circumstances should a battery, charger, or mains adapter, other than those supplied with the v.a.c .®, be used with the v.a.c. Therapy ® system.

Event description:
On (B)(6) 2015, the following was reported to the kci representative by the customer: the power cord charger allegedly made a "popping" noise and had a burning smell when plugged into the unit. The "iec" connector and pins appeared to have sustained some heat damage. There was no harm or injury to the patient or any bystanders. Kci quality engineering has completed an initial review of photos of the damaged power cord and power cord supply which showed evidence of smoke residue, along with evidence of an electrical and heat event. Kci's quality control cleaning process performed prior to each patient placement includes inspection and replacement if the power cord is damaged. The power cord device evaluation is currently in progress.